Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected, and it was found with a hole in the pebax and char on electrode. The connector had come out; polyurethane (pu) was found on the connector. A manufacturing record evaluation was performed, and no internal action was found during the review. The customer complaint was confirmed. The root cause of the connector coming out, hole in the pebax and char cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. In addition, char is a physical phenomenon of rf. It can be the normal result of the ablation process. This issue is highly detectable by the physician. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref.#: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. It was initially reported by the customer that at the end of the case when pulling on the catheter to disconnect the cable, all the electronics from the catheter came out. The physician stated that he did not pull hard at all. The case had already been completed. There was no patient consequence. The customer¿s reported issue of the connector coming out was assessed as not MDR reportable since the potential that it could cause, or contribute to a death, serious injury, or other significant adverse event, is remote. On 8/12/2020, the bwi product analysis lab received the complaint device for evaluation. On 8/19/2020, during evaluation, the catheter was inspected, and it was found with a hole in the pebax with internal parts exposed. Char was also found on the electrode. These findings were reviewed, and assessed for reportability. The ¿hole¿ in the pebax was assessed as an MDR reportable malfunction since the device integrity was compromised. Char is a physical phenomenon of radiofrequency (rf) energy delivery and can be the normal result of the ablation process. The presence of char on the electrodes does not represent a serious injury in itself, nor is it necessarily the result of device malfunction. As such, char is not MDR reportable. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through product analysis on 8/19/2020, and reassessed as MDR reportable.